Event description:
A psi, implanted due to bone erosion from chronic sinusitis, was removed due to infection and csf leak. Due to the extent of the infection, nothing has been placed in the pt at this time.

Manufacturer narrative:
H3, h6: subject device has been rec'd and is currently in the eval process. No conclusion can be drawn at this time.